Manufacturer narrative:
Device passed the displacement and self test. No audio or vibrate anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stop vibrate alarm. The customer¿s blood glucose level was unknown at the time of the incident. Pump was beeping but not vibrating. The customer was assisted with troubleshooting and the pump did not vibrate. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.